Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection it was noted that the screw was stuck at the end of the driver. It was also noted that the suture anchor had been removed from the shaft of the driver. Upon functional testing it was found that the screw could be removed from the inserter using the sleeve of the inserter. Device functions as required. No problem found.

Event description:
On 5/12/2022, it was reported by an arthrex employee via email that an ar-2323kbcc biocomposite knotless swivelock was spinning and would not advance, the screw was stuck on the inserter shaft and did not seat on the bone. Surgeon used a new product and case was completed without further issues. This was discovered during a procedure on (B)(6) 2022. Additional information received on 5/13/2022: this was discovered during an rcr proceudre and it has been confirm that the screw did not break inside the patient, only got stuck to the inserter. Case was completed using another ar-2323kbcc biocomposite knotless swivelock.